Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, both right ventricular (rv) and right atrial (ra) leads exhibited low impedance measurements. The rv and ra leads were removed and replaced. The patient was in stable condition.